Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 4.00 x 32 synergy ii drug-eluting stent, it was noted that the stent strut was flared up. The device never entered the patient's body and the procedure was completed with a different stent of the same size. No patient complications were reported.